Event description:
Customer received a result of 300 mg/dl on the mobile system, and a result of 30 mg/dl on the compact plus system within 10 minutes. Customer felt hypoglycemic with these results. No adverse event related to the device was reported. Requested return of suspect device, however, the test cassette has benn discarded.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.